Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported that when it is time to calibrate the device does not update sensor. Customer's blood glucose was over 600 mg/dl. Customer's sugar glucose was 292 mg/dl. Troubleshooting for unexpected reinitialization was performed. Customer's husband advised the sensor has been inside the customer for 3 days. Customer was able to calibrate when their blood sugar reading was 292 mg/dl. Customer was advised that the sensor they have is not compatible with the revel pump. Customer's husband was advised to monitor the blood glucose and sugar glucose and to call back if problems persist.